Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The unit is pending evaluation.

Event description:
This report summarizes 1 malfunction event, where it was reported there were exposed wires on the power cord. There was no patient involvement.

Manufacturer narrative:
The customer rescinded the complaint, indicating that it was reported in error and there was no issue with the device.

Event description:
This report summarizes 1 malfunction event, where it was reported there were exposed wires on the power cord. There was no patient involvement.